Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent.

Event description:
Report from the USA stating that the device had an issue with heat, noise, and smoke during motor rotation. The device was used in surgery and there were no injuries reported. No additional info available.